Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider alleges one of the motor mount fell off of the motor, the motor started to spin and pulled the wires out of the motor housing.